Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The initial total psa result was 7.23 ng/ml. The sample was repeated twice with results of 0.029 ng/ml and 7.01 ng/ml. There was no allegation that an adverse event occurred. The total psa reagent lot number was 247045. The expiration date was not provided. The field service engineer (fse) visited the customer site and checked the instrument. The fse replaced the sample probe, checked the liquid level detection voltage adjustment and checked the mixer paddle for bending. Instrument performance testing was acceptable. The fse did not identify any issues that may have caused this event.

Manufacturer narrative:
The customer has not complained of any additional issues. The investigation was unable to find a definitive root cause.